Event description:
Healthcare professional reported rupture. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified. Rupture observed on the device. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode."

Event description:
Healthcare professional reported rupture diagnosed by ultrasound and MRI. The device has been explanted and replaced. This record relates to the left side..

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, h4.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced. This record relates to the left side.